Manufacturer narrative:
Investigation included internal case review. Investigation of this case revealed no device malfunction reported. It was concluded that the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a lowest documented blood glucose of 39 mg/dl and subsequent recovery to 79 mg/dl; the agent believed the low occurred while descending from a prior high glucose. Symptoms included low blood glucose. Outcomes included no alerts or alarms reported and successful treatment with oral glucose.